Event description:
It was reported that: "the hcp failed to advance guidewire during use on patient."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo displays the complaint details on the product lidstock. The customer also returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained one offset coil and minor kink towards the distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. A trace amount of a white residue was observed in the needle hub and guide wire tubing. A bubble within the supplied guide wire hub component ((B)(6)) was also noted, which likely contributed to the resistance experienced by the customer. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle (refer to figure 2). When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip". The guide wire was advanced into the needle and slight resistance was encountered at the proximal opening of the needle cannula. Once inserted, the guide wire met minor resistance but was able to pass entirely through the cannula. A lab inventory guide wire was also advanced and met no resistance. A device history record review was performed, and no relevant findings were identified. The reported event was of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that a 'bubble' had formed inside the supplied guide wire hub component ((B)(6)). This bubbling created resistance between the guide wire and the proximal opening of the cannula, which likely contributed to the reported failure. Based on the customer report, the sample received , and feednack from manufacturing, the root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the hcp failed to advance guidewire during use on patient."